Manufacturer narrative:
Patient city - (B)(6).

Event description:
Reference number (B)(4). Event occurred in the australia. It was reported on (B)(6) 2024 that the patient encountered infusion set leakage from tubing connector which led to high blood glucose level of 20 mmol/l. Duration of infusion set used was 1 day. The issue got resolved by replacing the infusion set and resumed insulin deliveries. No further information available.